Event description:
It was reported to boston scientific corporation that a rx cannula was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while unpacking the device, the physician noted that the distal tip was damaged. The procedure was completed with another rx cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device showed no damage to the working length of the device. No abnormalities noted to the tip. A functional evaluation found that a guidewire could advance through the guidewire lumen and tip without issue. The investigation concluded no abnormalities were identified, the device meet specification. Therefore, the most probable root cause classification is not confirmed. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A review of the complaint database revealed that no similar complaints exist for the specified batch. Based on the investigation results, which confirmed the tip was not damaged, this is no longer considered a reportable event. It was confirmed that the correct complaint device was returned.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx cannula was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while unpacking the device, the physician noted that the distal tip was damaged. The procedure was completed with another rx cannula.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.